Manufacturer narrative:
The defibrillator is scheduled to be replaced at a later date and is unknown if it will be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient reported this defibrillator was emitting tones. This device reached elective replacement indicator (eri) due to charge time. There was a concern that the battery had depleted earlier than expected. No adverse patient effects were reported.